Manufacturer narrative:
The insulin pump was received with the end cap broken off, a cracked battery tube thread, a cracked reservoir tube lip, minor scratches on the reservoir tube window, and a cracked case near the display window corners.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump had fallen on the floor, broke and became detached. The customer's blood glucose level was 212 mg/dl. The customer received a replacement device and agreed to return the product for analysis.